Event description:
It was reported that "the blue plug detached from the wire x2. This occurred without pulling on the wire. It occurred while on pts. The separation of the wire to the plug caused the esu to alarm. The pads had to be replaced." There was no pt injury reported or alteration to the procedures being done.